Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed self-tests, alongside random manual power ons, up to the 19th december 2010. The device records temperatures below the recommended minimum standby temperature. The device failed multiple self-tests due to a low battery between december 2010 and february 2012, the device remained in fault mode until august 2014. The device recorded several configuration errors with a nonsensical duration between july and november 2014. It is reasonable to conclude that the returned device was stored in adverse conditions. Previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups of ten minutes duration. There were no ten minute manual power ups recorded. It is therefore assumed that the customer returned the device in response to field safety corrective action. Voltage fluctuation was observed over the pogo-pins however this did not affect the ability of the device to deliver therapy. The self-test fails may be due to pressure being applied to the shock button via external force as no fault was found with the shock button or a membrane failure. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.